Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the pt underwent stenting of the pre-dilated distal rca and 1st ob marginal with two xience v stents. In 2009, the pt presented to the hospital with recurrent angina. The pt underwent re-intervention via percutaneous coronary intervention of the 1st ob marginal due to in-stent restenosis. The pt was discharged two days later. There is no additional info available.

Manufacturer narrative:
Stenosis and angina are addressed in the xience v IFU, as known potential adverse events associated with coronary stenting procedures. Hospitalization is not specifically addressed in the IFU, it is listed in the no-fault risk assessment along with stenosis and angina, as a potential post-procedure complication associated with coronary stenting. There was no report of any product malfunction identified during the procedure that could have contributed to the reported pt effects. The reported angina was likely a secondary effect of the stenosis, which was treated with pci and required additional hospitalization.